Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Tijdens (laparoscopische) ingreep met trocarts zag dr (B)(6) plotseling een los stukje zwart kunststof in het lichaam op de plaatst/omgeving van de ingreep. Dit stukje heeft hij eruit gehaald en zit in een potje. Het vermoeden is dat dit mogelijk van de trocart komt. Onderzoek van de trocarts is zeker wenselijk. Lap adnex - "during the procedure, dr. Kroes suddenly saw a piece of black rubber in the patients body. Dr. Kroes thinks its part of the trocar. The part was retrieved. It is suspected that this is possible from the trocar. Examination of the trocars is certainly desirable." Patient status - good. Type of intervention - n/a.

Manufacturer narrative:
Investigation summary: one ctf73, 12x100mm kii® fios® z-thread seal housing, one cts22, 12x100mm kii sleeve z-thread seal housing, and a rubber particulate were returned for evaluation. Upon inspection of the event units, engineering noted no visible damage to the shield, septum, or duckbill components of the seals. Fourier transform infrared spectroscopy (ftir) analysis of the returned fragment suggests that the rubber particulate originated from an applied medical rubber component. The root cause of the rubber particulate is the rubber molding process. It is likely that the rubber particulate was flash from the molding process. The frequency of the event is approximately 1 in (B)(4) units distributed between october 1, 2015 to october 1, 2016; therefore the risk level of minor (customer dissatisfaction or inconvenience not resulting in a hazard) and probability level of unlikely (less than 1 in 1,000,001) remains acceptable. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Reference MDR# 2027111-2016-00671.